Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896134 and gd89290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was not responding to outpatient treatment for peritonitis. Three weeks after the onset, the pt was hospitalized for the event. The cause of the peritonitis event was unknown. At the time of this report, the pt remained hospitalized and had not recovered. On an unreported date, pd therapy was discontinued. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.